Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, during advancing, the balloon catheter became stuck on the guide wire. Both balloon catheter and guide wire were then removed simultaneously from the patient's body. The procedure was discontinued due to another reason. No complications were reported and the patient's condition was good.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, during advancing, the balloon catheter became stuck on the guide wire. Both balloon catheter and guide wire were then removed simultaneously from the patient's body. The procedure was discontinued due to another reason. No complications were reported and the patient condition was good. Returned product consisted of a sterling sl balloon catheter with a victory .018 guidewire. The guidewire was received separately and not in the shaft of the sterling sl catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was numerous buckling of the outer and inner shafts throughout the shaft of the device. The tip was damaged. The victory guidewire used in the procedure was returned for analysis with this complaint device, so it was used for functional testing. The wire was inserted into the tip and advance; however, the wire would not track past the damaged shaft. Inspection of the remainder of the device presented no other damage or irregularities.